Manufacturer narrative:
A manufacturing review could not be conducted as the investigation lot number is unknown. The device was not returned. Images were not provided. The complaint investigation is inconclusive for filter limb detachment. Based upon the available information, the definitive root cause for this event is unknown. However, it should also be noted that per the reported event, the filter was placed suprarenal. Per the current IFU (instructions for use), the filter retrieval snare hook should be positioned 1 cm below the lowest renal vein.

Event description:
It was reported that during a vena cava filter retrieval procedure, guided fluoroscopy demonstrated two detached filter arms embedded in the ivc wall at the location of the filter. A snare device is used to successfully capture the filter and two detached arms without incident. There is no reported patient injury.